Manufacturer narrative:
No sample or lot number is available for investigation.

Event description:
The event is reported as: alleged issue: the wings on the device were broken and would collapse under little pressure. The device is being held by risk mgmt for analysis. There was no pt consequence. Another new device was opened to complete the procedure. No reported pt injury. Pt current condition is fine.